Manufacturer narrative:
Findings: motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test due to motor error alarm. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Event description:
The customer reported via phone call the he received a scroll wrap notification and calling to exhange his insulin pump. Customer's blood glucose was unknown mg/dl. The customer was advised that we put it into request form and some one will reach out to him. Customer understood.